Event description:
It was reported that the doctor had difficulty placing the ra lead with the "j" shaped stylet. The lead was able to be implanted using other stylets. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.